Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing shorter battery runtimes with the controller¿s black cable was confirmed via log file analysis. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted (20221019_075615) and downloaded (bb081818) for review. A review of the log files showed overlapping events spanning approximately 27 days (30sep2022 ¿ 27oct2022, 04nov2022, 08nov2022, 01jan2000 per timestamp). Events occurring on 04nov2022, 08nov2022, and 01jan2000 were recorded during testing at abbott. The patient¿s voltage values were observed to be below average throughout the log file on either batteries. The rsoc values on the black cable were observed to be consistently lower than the white cable¿s while batteries were in use. The driveline was disconnected on (B)(6) 2022 at 07:56:49 for a system controller exchange. There were no other notable alarms active in the log file. The system controller was connected to a mock loop and was able to support the system for an extended period of time without issue. The power cables of the system controller were manipulated by hand, while connected to the system, without any alarms activating. Every wire within both cables was individually measured, and several wires had above-average resistances, ranging from 0.9 ¿ 1.9 ohms. Additional information provided on 01nov2022 stated that a controller exchange resolved the reported alarms. The root cause of the reported event was unable to be conclusively determined through this investigation; however, the cause appears to be due to conductor breakdown within the controller¿s black power cable. Incidental findings: fluid ingress the device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance (qa) specifications and shipped on 11apr2019. Heartmate ii instructions for use (rev. C) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (rev. C) section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient came into their clinic for a follow-up and mentioned that over the weekend their batteries were draining abnormally in the sense that the battery connected to the black power cable was depleting faster than the battery connected to the white power cable. The patient changed both batteries, but the same issue occurred the next day. All of the patient's batteries were in rotation, indicating this issue was not associated with a specific battery. Initial log file interrogation by the site captured intermittent low voltage advisory alarms. Further log file analysis captured unusual differences of power consumption between the two batteries in use on 17oct2022 and 18oct2022, indicating an issue with the controller's power cables. The controller was exchanged which resolved the issue.